Event description:
It was reported that the patient was not getting adequate pain relief since the scs was implanted. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.